Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was above 400 mg/dl. Ketone level was large. Infusion set was changed and correction bolus was delivered. Customer was vomiting and admitted to the hospital for diabetic ketoacidosis (dka). Intravenous insulin/fluids were administered. Customer was discharged on (B)(6) 2018 with bg/dka resolved. Contact alleged that the pump was not delivering insulin. A partial system check was performed with tandem technical support and no issues were identified.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.